Manufacturer narrative:
Reported event: an event regarding periprosthetic fracture and loosening involving an accolade stem was reported. The event was not confirmed. Method & results: product evaluation and results:could not be performed as no product was returned for evaluation. Clinician review: no medical records were received for review with a clinical consultant. Product history review: there have been no other similar events for the lot referenced. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the event itself could not be confirmed and exact cause of the event could not be determined because insufficient information was provided. Further information such as device return, pre and post operative x-rays, operative reports as well as patient history and follow up notes are required to complete the investigation for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Not available.

Event description:
Postoperative diagnosis: patient underwent bilateral total hip replacement (B)(6) 2013. The patient had a left periprosthetic fracture with a loose femoral component. Revised on (B)(6) 2013. All components exchanged except cup and liner.